Event description:
It is reported that the device was implanted in 2005. Post-op, the patient complained of pain, and the device was revised in 2006. The surgeon noted what appeared to be pitting on the poly surface.